Event description:
I had tvt mesh put in (B)(6) 2013 and I have been in constant pain since. I was in horrible pain, couldn't sit or stand. I asked for it to be taken out and the doctor partially removed it on (B)(6) /2013. He left the ends in. He went back in on (B)(6) 2013, but he doesn't know what happened to the ends. I am still in pain, trying to get help for possible nerve damage or nerve entrapment from the left over mesh.